Event description:
The nurse told (B) (4) sales rep that instrument broke during surgery.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.